Manufacturer narrative:
The customer's meter was received for investigation and was tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Test strips were not returned for investigation.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to the results from a laboratory using siemens innovin reagent. She stated she had performed multiple comparisons and the meter was usually "1 point off". The customer stated she was advised not to use the meter any longer until she obtained a new one and to test exclusively at the laboratory. Data was only provided for two of the comparisons. At 1:00 pm, the result from the laboratory was 2.5 inr. At 1:10 pm, the result from the meter was 3.5 inr. On (B)(6) 2017 at 1:30 pm, the result from the laboratory was 2.0 inr. At 1:35 pm, the result from the meter was 2.9 inr. No treatment was given based on the meter results. The customer was not adversely affected. The customer felt fine and was recovering from the flu. The therapeutic range was 2.5-3.5 inr. In the past the customer was anemic, but she does not think that she had hematocrit issues at the time of the event. The customer stated she had been told that she has antibodies. The coumadin dose had not been changed, she had not started any new medications, and her diet had not been changed. The customer was not having any symptoms such as bleeding or bruising. The meter and strips were requested to be returned for investigation. The customer stated she had used all of the strips and discarded the bottle. Replacement product was sent. Relevant retention test strips (lot 144582-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.